Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect anti- hcv result of (B)(6). Previous results for the past few years for this patient have been (B)(6). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, tracking and trending data review, a performance review of the likely cause lot, a sensitivity study, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely causative agent lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. Performance of the likely cause was investigated and no potential non-conformances, non-conformances or deviations were identified. A sensitivity study was performed using architect anti-hcv reagent lot number 94655li00 and a reference reagent lot number 94020li00. Lot 94655li00 detected the same bleeds as reactive for the seroconversion panels in comparison to the reference reagent lot number 94020li00. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.